Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by initial reporter with the following: it was reported by a customer that the infusion pump was programmed to run 20 ml/hr for 23.5 hour methotrexate infusion but the infusion alarmed empty after 4 hours. Pump ran wrong rate and/or ran at gravity.

Manufacturer narrative:
MDR made in error please see pr (B)(6) for reference of the complaint.

Event description:
MDR made in error.